Manufacturer narrative:
This report is submitted on february 22, 2019.

Event description:
Per the clinic, the patient experienced a patient experienced pain and non-auditory sensations with device use post MRI. Subsequently the device was explanted (B)(6) 2018, re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is filed on march 21, 2019.